Event description:
Information was received indicating that a smiths medical set, admin, cadd, 78", spike tubing was reported to causing a cadd solis pump to be not administering complete chemotherapy on continuous mode. Total volume to be infused over 24-48 hours was not infused. There were no reported adverse events.